Event description:
It was reported that the flange broke leading to a trach change to resolve the issue.

Manufacturer narrative:
Three units were returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. DHR review was done, no issues related to the original complaint were found., corrected data: lot number were changed to 3911420 and 4056229.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. During the visual inspection, it was observed one flange was broken. The root cause of the reported issue was found to be the most probable root cause was that damaged occurred after the product left the manufacturing facilities. No actions were taken to mitigate the reported issue.